Event description:
Caller reported that tandem charging supplies were burnt. There was no adverse impact to the customer's blood glucose level. Technical support took corrective action by initiating a return merchandise authorization for the tandem charging supplies.